Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional tests were performed. Functional testing included leak testing, clamp-function testing, and clear-passage testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set could not be connected fully to the titanium adaptor during peritoneal dialysis therapy. The customer reported that there was a 1 to 1.5 mm gap. The titanium adapter was still in use after the event with no issues. There was no patient injury or medical intervention reported. No additional information is available.